Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm prograsp forceps instrument did not move at all, so it was re-set and inserted, but the jaws kept spreading apart and were set. Eventually, the tip did not spread properly, so the instrument could not be used. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument remained in a closed position during use. The jaws were not stuck closed on tissue. No visible damage was observed, including no dislodged jaws, protruding grip tips, tip damage, or damaged wrist cables. No photos or videos were available for review, and the instrument was available for return for evaluation.